Event description:
The clinician reports the implant was inserted on (B)(6) 2013 in ada 30. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.